Event description:
Reportable based on device analysis completed on 10-oct-2018. It was reported that the coil became stuck in the catheter and the interlocking arm was out of shape. The target lesion was located in the carotid artery. A 18mm x 40cm interlock-35 coil was selected for use. During the procedure, to treat an aneurysm, it was noted that the coil became stuck in the distal portion of the non-bsc catheter and the interlocking arm was out of shape. The coil was withdrawn together with the catheter and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the main coil was broken and the interlocking arm was detached from the main coil and was not returned. Device evaluated by MFR: the device was returned for analysis. The introducer sheath was returned inside a non-bsc catheter, besides, the main coil was returned inside this catheter; the delivery wire was returned inside the introducer sheath. The rotating hemostatic valve (rhv) was also returned. The main coil was broken and the interlocking arm was detached and it was not returned. The introducer sheath was inspected and no anomalies were noted. The twist lock of the introducer sheath had been opened. However, dry blood were noted inside the introducer sheath and the coil fiber bundles. The main coil was found broken, kinked and stretched. The delivery wire was removed from the introducer sheath without any problem; on the other hand, the main coil was stuck inside the non-bsc catheter and it was necessary to cut the catheter in order to release the main coil. Microscopic inspection of the delivery wire revealed that the proximal end has a smooth surface. The interlocking arm did not show abnormalities. The main coil zap tip has a smooth surface. The main coil was broken, stretched and kinked; the interlocking arm was detached from the main coil and it was not returned. Dimensional inspection of the delivery wire revealed that the weld outer diameter (od), wire arm (od) and wire zap tip were within specifications. Dimensional inspection of the main coil revealed that the number of distal and proximal fiber bundles, zap tip od and primary coil od were within specifications.